Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis. Pre-gradient was 38 mmhg; perimeter and the perimeter derived diameter were measured to be 65mm and 20.4mm respectively. During the procedure, pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott balloon. The valve was able to be deployed at a depth of 2mm on the non-coronary cusp (ncc) and 4.5mm on the left-coronary cusp (lcc). After implant, trace to mild paravalvular (pvl) leak was observed; post-gradient was reduced to 7 mmhg. On the following day, echocardiogram (echo) showed moderate pvl with a mean gradient of 8mmhg. No interventions were performed at this time. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
An event of the perivalvular leak and device malposition was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The possible causes for perivalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information received appeared to show the valve implant depth was 2 mm on the non-coronary cusp, less than intended may have resulted in causing perivalvular leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak could be due to implant depth but cannot be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis. Pre-gradient was 38 mmhg; perimeter and the perimeter derived diameter were measured to be 65mm and 20.4mm respectively. During the procedure, pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott balloon. The valve was able to be deployed at a depth of 2mm on the non-coronary cusp (ncc) and 4.5mm on the left-coronary cusp (lcc). After implant, trace to mild paravalvular (pvl) leak was observed; post-gradient was reduced to 7 mmhg. On the following day, echocardiogram (echo) showed moderate pvl with a mean gradient of 8mmhg. No interventions were performed at this time. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.